Event description:
It was initially reported in MFR report # 3004209178-2012-09506 that on (B)(6) 2012, it was reported that patient had experienced an acute episode of what the patient¿s doctor and patient believed was an acute morphine overdose. The patient experienced several time periods in their treatment when they felt significant reduction of pain without symptoms of morphine overdose. The patient was frustrated and experienced significant anxiety. The medication was checked for accuracy and a dye test was performed. The system passed, but the symptoms remained until the drug levels were reduced about 35-40% lower than what was normal for the patient. The pump was delivering morphine. Further information will be reported in this MFR report. Additional information received as of the date of this report: it was stated that the dye test was done about a year and half ago to see for leaks because patient was sick.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010,product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).